Event description:
This report pertains to two of two devices used during the same procedure. Associated manufacturer report # 3005099803-2013-04624 pertains to the other device. It was reported to boston scientific corporation that a solyx sis system was implanted (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. According to the physician, the patient was seen (B)(6) 2011 complaining of tenderness in the vagina. The physician examined the patient and discovered a small ridge that was possibly due to the mesh. The physician scheduled to have the ridge covered. However, the patient did not return to have the procedure performed. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.